Event description:
It was reported that the incident occurred in the operating theater. The intra-aortic balloon (iab) was prepped & the teflon sheath was inserted into the pts' "subclavian vein." After inserting the iab into the pt, the me connected the fiberoptix sensor (fos) connector to the intra-aortic balloon pump (iabp), iap-0500j s/n (B)(4). Soon after the iabp was switched on, the pump alarmed "ap fos signal weak." The me removed the fos slide & reconnected it to the pump; the fos connector connection confirmation sound was heard from the pump. It was noted that some lines appeared on the monitor, but the lines hardly made up waveforms. Because the md could not read the waveforms, the md removed the iab together with the sheath. A competitors iab & iabp were used. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The outcome of the pt is listed as "fine." Additional info received on 7/15/2010 from arrow (B)(4) stated that the iab was prepped per instruction. The iab insertion site was the left femoral artery, not the subclavian vein as reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.